Event description:
Physician had selected a shorter main body graft for the aaa repair due to the tortuosity present in the distal aorta. Pt's left internal iliac was previously embolized with the intent of landing the iliac leg graft in the external iliac artery securing a good seal with the vessel. The main body graft was deployed without complication. Contralateral iliac leg graft was deployed with the required stent overlap, but was noted to land slightly past the embolized internal iliac artery, falling short of the desired landing zone. An iliac leg extension of the appropriate diameter was deployed into the iliac leg graft with a good overlap of the two components at the junction site, extending the landing zone further into the external iliac artery as desired. Good placement of all devices and exclusion of the aneurysm, without any visible evidence of endoleak viewed during the final angiogram.